Event description:
Cuff on a 3.5 pediatric bivona filled with 2.2 ml of sterile water. During the night decreased volumes and increased pips positive inspiratory pressure. Cuff was checked and found to have 1.25 ml remaining in the cuff within half hour of instilling sterile water with audible leak heard and decreased volumes noticed. This occurred 3-4 times overnight======================health professional's impression======================inability to keep cuff inflated; secondary to micro tear noted after trach change but not prior to use.